Manufacturer narrative:
(B)(4). Age. Only (B)(6) known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can you please confirm if there was post-operative bleeding or a leak, or both? How were the post-operative issues identified? How were the post-operative issues addressed? What was done during the endoscopic intervention? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Is the device being returned?

Event description:
It was reported that following a lap sigma procedure, a leakage in the anastomosis occurred on the 1st day after surgery. Endoscopic intervention in order to stop bleeding.